Event description:
The medical technologist was running a manufacturer - supplied quality control specimen for the hemochron junior elite act-lr test. Running this specimen requires the technologist to squeeze a plastic quality control bottle in order to break a glass insert. While the manufacturer supplies a protective casing to prevent such punctures, use of the casing does not allow facile squeezing of the bottle. The glass insert ruptured, the plastic bottle and punctured a hole in her right thumb. The med technologist experienced immediate pain and bleeding, and washed off any residual quality control material - package insert says this material consists of fixed bovine red cells mixed with sheep and horse plasma.